Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the device intermittently turns off when bumped. The unit was mounted on a roll stand. The customer believes that the unit makes intermittent contact with the docking station. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.